Manufacturer narrative:
Continuation of d10: product ID 97810 lot# serial# (B)(6); implanted: (B)(6) 2020: product type implantable neurostimulator product ID 978a128 lot# va2b6wg. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 97810, serial/lot #: (B)(6), ubd: 14-apr-2022, UDI#: (B)(4); product ID: 978a128, serial/lot #: (B)(6), ubd: 12-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the devices never worked for them since implant, one could not go past 1.4. The devices have been off for a year because they did not work. The caller noted that they met with 4 different manufacturer representatives (rep), one who covered pa and they could not get them to work and would not do anything about it. The caller was redirected to their healthcare provider (hcp) to further address the issue. The patient's relevant medical history included that they are currently in the hospital due to a-fib and vertigo and need an MRI to check to see if they had a tia. They are trying to see if they need the devices or not. The caller reported that they devices have been off for a year because they do not work and instead they get botox and are talking about removal. Reviewed requirements for MRI. Reviewed with caller that they need to have the devices charged up to at least 30% and put into MRI mode. Caller indicated that they have not charged the devices in over a year. The caller also reported on the call that they also see an hcp at nyu. Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the device not working was unknown. The patient was last seen in the office on 2023-jul-07. Attempted to contact patient message left. The issue was not yet resolved. Additional information was received from the patient. They reported that the left side has not worked since implant and it was determined there was a broken lead. Patient was not able to increase amplitude on the left side beyond 1.2-1.4ma without stimulation hurting their leg. The patient also reported their implanting doctor put the left side micro device in the previous 3058 pocket. Patient indicated the pocket was too big and had too much scar tissue present but the doctor told the patient they decided to re-use the pocket because they did not want to make another incision. The patient believes this also caused them to have charging duration difficulties on the left side. Their right side takes about a half hour to charge and the left s ide takes about 1.5 hours. The patient is seeing a new physician in new york who is aware of the system concerns and wishes to have x-rays ordered. Patient indicated hcp wants to replace the broken lead but needs to make sure he has "the right parts" necessary to perform the procedure. Recommended the physician contact field staff for further assistance via nas.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the lead was not removed as there was no lead break found with the x-rays. It was reported the patient was satisfied with the device. It was reported that the issue was resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.   See 704140279 for information regarding issues with rechargers.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.